Event description:
It was reported that t:slim x2 pump battery would not charge and that pump displayed power source alert when issue began. There was no reported impact to the customer¿s blood glucose level. Customer changed charging supplies, after which charging issue resolved prior to contact with technical support, and no additional actions were documented.